Manufacturer narrative:
(B)(4). Evaluation of the device found the unit to be inoperable due to "door not fully latched" messages. It was found that this device had a loose lower right mechanical screw. This deficiency was caused by the door hooks being misaligned. This condition contributed to the reported symptom due to door state instability. As a result the door mechanism will be replaced.

Event description:
During the evaluation of this device for a separate symptom, it was found that this spectrum pump was constantly alarming for "door not fully latched."